Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2014-00258: 28mm slic screw®.

Event description:
The implanted slic screw separated at the joint four months post operatively. The screw halves were explanted, using a 28mm driver.